Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer fell while wearing the pump and the pump screen shattered and became unresponsive. There was no impact to the customer's blood glucose level. It was indicated that insulin pens were available for back up therapy.